Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change and resumption of insulin delivery while using ilet with a steel infusion set and dexcom g7; the dexcom connection was lost for multiple hours during elevated glucose, during which ilet delivered only basal insulin, and the user had consumed multiple juice boxes overnight following insulin stacking from corrections without meal announcements. Symptoms included hyperglycemia with fingerstick values up to 507 mg/dl and subsequent readings of 401 mg/dl, with ilet displaying ¿high.¿ outcomes included continued insulin delivery with glucose trending downward at follow-up and no hospitalization. Investigation included troubleshooting and education on high glucose management, acknowledgment of cgm signal loss affecting automated dosing, and review of user-reported behaviors including missed meal announcements and corrective carbohydrate intake. Investigation of this case revealed that hyperglycemia was associated with cgm data loss limiting automated correction dosing and user factors of missed meal announcement and overcorrection, while the pump continued to deliver basal insulin via the steel set. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors combined with cgm communication interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.